Event description:
The customer received questionable results for albumin bcp (alb) on four patient samples and questionable results for phosphate (inorganic) ver.2 (phos) on two patient samples. Of those 6 samples, it was determined that 3 alb samples and 1 phos sample were erroneously reported outside of the lab. The customer indicated that the results in question were run using sample probe b. The customer had performed the following troubleshooting actions: cleaned the sample probe and performed a precision run on alb, phos and magnesium (mg). The alb and mg precision was "good" and the phos precision was "not good". The customer also ran the stylet through the sample probe and repeated the precision testing. All alb results are in g/dl and all phos results are in mg/dl. Patient 1 had an initial alb result of 2.1. The sample was repeated on cobas 8000 c702 module serial number (B)(4), and generated a repeat result of 3.7. Patient 2 had an initial alb result of 1.1. The sample was repeated on cobas 8000 c702 module serial number (B)(4), and generated a repeat result of 2.4. Patient 3 had an initial alb result of 1.1. The sample was repeated on cobas 8000 c702 module serial number (B)(4), and generated a repeat result of 2.8. Patient 4 had an initial phos result of 0.7. The sample was repeated on cobas 8000 c702 module serial number (B)(4), and generated a repeat result of 1.6. The initial results for all four patients were reported outside the laboratory. The customer deemed the repeat results for all four patients to be the correct results. There was no adverse event. The lot of alb reagent in use was 67453001, with an expiration date of 07/31/2014. The lot of phos reagent in use was 66761001, with an expiration date of 10/31/2013. The field service representative (fsr) found contaminated sample probes. He replaced the sample probes. As a preventative measure, he replaced the lamp and cuvettes. He checked the gear pump water supply pressure, adjusted the air pump pressure, and checked the water tank cleanliness. He also checked the sodium value of "naohd". He also cleaned following parts: the rinse mechanism nozzles, incubation bath lenses, and incubation bath sensor. He performed an incubation bath exchange, cell blank and adjusted the rinse mechanism liquid volume. He cleaned reagent probes and lines, checked probe adjustments and performed a wash. The customer performed acceptable calibration and controls. The fsr performed a precision check, which was acceptable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.